Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
Os 110949 - the dentist reported that 4 months after the dental implant was installed in intraoral region #24 it was verified its non- osseointegration. Sixty-five ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).